Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of the atrial signal on the ventricular channel. Boston scientific technical services (ts) was consulted and reviewed strips and discussed there were indications of a possible dislodgement. An x-ray indicated that the right ventricular (rv) lead was dislodged due to twiddler's syndrome. The chest x-ray also showed some of the rv lead had backed into the pocket. Further review of the x-ray indicated that the right atrial (ra) lead had also dislodged. It was noted that the left ventricular (lv) lead threshold measurements had also increased. The rv sensitivity was reprogrammed and the lv output was increased. The patient has been undergoing radiation, thus intervention relating to the leads has occurred. At this time the physician has opted to continue to treat the patient's cancer and to monitor the patient. The system remains in service and no adverse patient effects were reported.